Event description:
A hospital in another country, reported to our distributor that the heater wire alarm sounded on an rt204 adult breathing circuit as soon as the ventilator started working. It was also reported that the rt204 adult breathing circuit was replaced and no further problems occurred. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country, the product is not sold in the USA but it is similar to a product which is sold in the USA. The heater wire in the returned inspiratory limb was electrically tested and visually inspected. The heater wire was found to be an open circuit. Visual inspection also revealed the heater wire was cut near the heater wire plug. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. It is likely that the small cut occurred during production, weakening the heater wire sufficiently to cause it to break on ventilator setup. Our monitoring and trending for this type of event show a rate of occurrence worldwide for the past year of 0.0015 %.